Event description:
It was reported that stent dislodgement inside the patient occurred. The patient presented with coronary artery diseases and underwent percutaneous coronary intervention. The 80% stenosed target lesion was located in the non-tortuous and moderately calcified left anterior descending artery. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. However, while removing the stent delivery catheter out of the body, the stent dislodged in the left main without the involvement of inflation device. A snare was then used to retrieve the stent completely, and a non-boston scientific device was used to complete the procedure successfully. No patient complications were reported.